Event description:
Alcon grieshaber finesse 27+ maxgrip forceps broke in patient's eye during surgery. 1 end of forceps broke off and was retrieved from patient's eye. Surgery was recorded. Forcep along with packaging and broken off piece all saved and recorded. During surgery, a 27g maxgrip. One of the tips of the forcep broke off while inside the eye.